Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified left common femoral artery was attempted using a proglide device with an 8f sheath after a superficial femoral artery and popliteal artery interventional procedure. Reportedly, hemostasis was not fully achieved with the proglide device as there was still pulsatile bleeding. The sutures of the proglide were pulled out (removed) and a non-abbott device was used to achieve hemostasis. After use of the non-abbott device to achieve hemostasis, it was noted that there was a closure of the vessel. A balloon catheter and non-abbott stent were used to open the vessel. The closure of the vessel (occlusion) was reportedly due to either plaque or the non-abbott device that was used and was reportedly not related to the proglide device use. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot.the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.